Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting various troubleshooting steps such as using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup insulin therapy. They confirmed the shipping details, arranged for a replacement pump to be sent, and provided guidance on returning the faulty pump.